Event description:
Related manufacturer reference number: 2017865-2023-24253. It was reported a patient's atrial lead presented with oversensing noise. This was addressed by a procedure on 19 jun 2023 in which an x-ray reveal atrial and right ventricular (rv) lead clavicular crush. Manipulation of the rv lead during procedure showed failure to capture and failure to sense. Both leads were capped and replaced within the same operation. Post-procedure the patient was stable.